Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/27/2021 h.6. Investigation: bd received one hundred twenty unopened 22 gauge insyte autoguard blood control units from lot 1006392 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. It was determined that the reported issue could be caused by either the needle piercing through the catheter tubing or catheter tip damage. Therefore, a random sampling of seventy-six units was selected for testing to determine if the needle had pierced through the catheter tubing and another forty five was selected for catheter tip inspection. It was noted that none of the needles had pierced through the catheter tubing and each of the units selected for catheter tip inspection were found to be within product specifications. No visible defects were found during inspection. Therefore, the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in catheter was frayed. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported catheters were frayed when opened.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in catheter was frayed. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported catheters were frayed when opened.